Event description:
It was reported that the customer's father called to request assistance with the carelink on the computer. The father stated that they had to go to the hospital and the call ended. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.